Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise. The patients device was reprogrammed. The lead remained implanted.